Event description:
It was reported that on an unknown date, an unknown size epic plus valve was chosen for a procedure. During the procedure, the the holder fell of the click component and could not be reconnected. The click mechanism was dysfunctional. The valve was not used and new unknown size was chosen and completed the procedure. There was no reported harm to the patient and remained hemodynamically stable throughout the procedure. The patient was reported doing well with no complications.

Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
An event of detachment device component was reported. Information from the field indicated that the holder fell of the button assembly and could not be reconnected. A returned device assessment could not be performed as the device was not returned for analysis. The device serial number was not provided, and therefore the device history record could not be reviewed. Based on the available information, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.